Event description:
On february 11, 1998 two coronary stents with delivery systems were succesfully advanced and deployed at the target lesion site located in the patient's left anterior descending artery. It was reported that on march 5, 1998 the patient began to experience chest discomfort near the left shoulder. In response, the patient underwent a stress test on march 9, 1998 after which it was reported that the patient, "didn't do well". In addition, the stents were reported to be "closing up" and were almost touching in the same vessel. There were no additional details provided and the patient will continue to follow-up with the cardiologist.